Manufacturer narrative:
Additional information: there was a small gap between the one 4.5 x 12 mm onyx frontier stent used and the ostium. There were no issues noted with the 4.5 x 12mm onyx frontier stent and there was no damage to this stent as a result of the event.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was received for analysis. The stent was not present on the balloon and did not return for analysis. The balloon folds remained intact and crimp impressions were visible on the exposed balloon surface. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier drug eluting stent to treat a non tortuous, heavily calcified lesion with greater than 70% stenosis in the ostium to mid right coronary artery (rca). The device was inspected with no issues noted. The device was prepped per IFU with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent or cell of a stent. Resistance was encountered when advancing the device through the calcified lesion but excessive force was not used. Resistance was not noted during withdrawal of the delivery system. It was reported that stent dislodgement occurred during removal following a failed delivery. The ostial to mid rca was being stented but it was found that there was a small gap between the stents so it was decided to put in another stent to overlap, however the onyx frontier 5.0 stent failed to be advanced into the rca and upon withdrawal, the stent was stuck in the ostium and separated from the stent balloon. The stent later dislodged to the lower limb. It was noted that there was a big chunk of calcium at the ostium and it was stated that it was possible that the stent may have got caught between the calcium and the 4.5 x 12 mm ostial rca stent. No replacement stent was used and the decision was made to no longer cover the overlap as it was only a very small gap and the patient could not tolerate the procedure. It was attempted to snare the dislodged stent, however this failed. The dislodged stent was not removed and was deployed in the peripheral branch. No further patient injury was reported.